Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not going into standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The biomedical (biomed) engineer was able to duplicate the standby failure. The customer then mentioned to the remote service engineer (rse) that the device also kept alarming a low leak co2 rebreathing risk error. The customer troubleshot the device with the rse and noticed that the average air read 4.4 standard liters per minute (slpm) (when set to 0). The customer noted that the device had software revision 3.10 and ran the zero calibrate flow sensor--the average air then read 0 slpm. When the device was turned back on, the customer informed the rse that the device still displayed the low leak co2 rebreathing risk error. The customer then tested the air flow accuracy, and when the device was set to 10, the device read around 3.5 slpm with the average o2 reading over 6 slpm. The customer claimed that the o2 was not connected and reported having an extra flow sensor assembly that would be installed. The customer e-mailed the rse and stated that a flow sensor assembly replacement resolved the flow, standby, and co2 rebreathing issues. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time